Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported a hypoglycemic event. Throughout the sensor session, inaccurate cgm readings were observed despite multiple calibration attempts. At one point, the patient obtained a blood glucose meter (bgm) reading of 68 mg/dl while the cgm simultaneously displayed 142 mg/dl. During the event, cgm values were reported to be above 200 mg/dl after eating, while corresponding bgm readings were approximately 80 mg/dl. Multiple calibration attempts were performed; however, these did not bring cgm readings into the expected range, and cgm data remained erratic and persistently inaccurate. The patient began experiencing symptoms including inability to communicate effectively and weakness. Emergency medical services (ems) were contacted, and the patient received glucagon (dosage unspecified) via injection. Following treatment, the bgm stabilized to approximately 130 mg/dl. The patient reported improvement in condition after treatment and did not require transport to a healthcare facility. At the time of report, patient indicated they were doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-138184 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable and a duplicate of 3004753838-2026-137795.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event and this report is a duplicate of 3004753838-2026-137795.